Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed for tpn (total parenteral nutrition) delivery. With a 1 hour taper up and a 1 hour taper down, with a 1000 ml vtbi (volume to be infused), for a duration of 18 hours, and the delivery was started. No further programming parameters were provided. On (B)(6) 2011, after an unspecified length of time, the homecare pt reported to the pharmacist at the homecare facility that the device display indicated 990 ml had been delivered; however, there was an estimated 250 ml remaining in the container. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device delivers less than expected. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. The device history indicated that the pump continued to be in use after the reported date. All data from the reported event date of (B)(6) 2011 was overwritten by the newer info. This report represents all the info known by the reporter upon query by hospira personnel.